Event description:
It was reported that a malfunction occurred on the pump after some water splashed on the screen, although the pump was not fully submerged. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after following these, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared.